Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision procedure with allergan saline breast prostheses was involved in a car accident in (B)(6) 2018 which led to possible deflation of the patient's left breast prosthesis. In addition, the patient developed baker grade iii capsular contracture in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 465cc gel breast prostheses on (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).